Event description:
The report received indicated a pt had a thrombotic event seven months after receiving a cypher stent. The index procedure was elective for chest pain and acute coronary syndrome. The target vessel was the saphenous vein graft to the second obtuse marginal coronary artery described as 3.0 x 25mm ostial with a type a classification. A 3.0 x 28mm cypher stent was implanted at 11 atms with good stent to vessel sizing and a residual stenosis of 0%. Proper deployment was confirmed by angiography. The pt returned with mid stent thrombosis which was treated by balloon angioplasty.

Manufacturer narrative:
Add'l info will be submitted within thirty days upon receipt.